Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump alarmed motor error and was not able to complete the rewind process. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no rewind anomaly or motor error alarm noted during testing. The device passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners and scratched reservoir tube window.